Manufacturer narrative:
The lead was discarded by the medical facility and will not be returned for evaluation.

Event description:
The patient was admitted to the hospital due to a staph infection at the pocket site. The patient's system was explanted. The patient has since been released from the hospital and is being treated with oral antibiotics.